Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The blood glucose value was unknown. Customer stated that the she was unable to read the display. Customer stated that they does not want to do troubleshooting. The insulin pump will return for the analysis.